Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: e4, h3 and h6. The device was returned for evaluation where the reported event was identified. Based on the results of the investigation, a definitive root cause cannot be identified. The device history record was unable to be reviewed as the subject device was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Labeling: this issue is addressed in the instructions for use (IFU): instructions rhino-laryngofiberscope olympus enf type xp olympus enf type p4 important information ¿ please read before use warnings and cautions ¿ do not coil the insertion tube and universal cord with a diameter of less than 10 cm. Equipment damage can result. ¿ do not hit to the distal end of the insertion tube or allow it to strike other objects. Vision abnormalities may result. ¿ do not twist or bend the bending section by hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device had the resin part of the image guide hose fall off. There were no reports of patient involvement.